Event description:
It was reported that during an anterior cervical fusion procedure, the clip sheared an artery without ligating - no clip deployed. No adverse impact to a pt, the surgeon ligated the vessel with a suture. The second clip appeared to be properly loaded and ready to be deployed. Additional info was requested, but none was able to be obtained.

Manufacturer narrative:
(B) (4): evaluation summary: the device was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.